Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) post ventricular pace due to hyperkalemia. Measures were taken to reduce the patients serum potassium levels to normal, and the twos diminished. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 429678 implantable pacing lead, implanted: (B)(6) 2012; product ID d204trm cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2012; product ID 507652 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).